Event description:
Procedure: hernia repair according to the reporter, the patient experienced hospitalization as a result of an abdominal infection. The mesh was ultimately removed. Additional information has been requested but not yet received.

Manufacturer narrative:
(B)(4). Initial report sent to FDA on 07/14/2015

Manufacturer narrative:
(B)(4).

Event description:
Additional information from the reporter indicated that the product information is not available nor is there any product to be returned for investigation. She was hospitalized for six days as a result of the infection and received massive amounts of antibiotics. The patient ultimately experienced a second infection resulting in a removal of the mesh. This information has been captured as a second incident.